Event description:
Prior to the implant procedure, the lead coil got caught on the sheath valve while being removed from sheath. The coil came undone. Physician didn't feel comfortable using lead at that point. The physician used a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned a rv exposed coil extrinsic fracture due to overstress. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7304 bi-ventricular (bi-v) defibrillator (B)(6) 2009; 6947-58 implantable tachy lead (B)(6) 2009; 4196-88 implantable pacing lead (B)(6) 2009; 4076-45 implantable pacing lead (B)(6) 2009. (B)(4).